Manufacturer narrative:
Excessive force was not used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: a guidewire was loaded in the device. The device was loaded in to a guide catheter. It was not possible to remove the device from the guide catheter. The proximal and distal section of the balloon appears to have partially inflated. The stent was positioned between the markerbands but not meeting specifications due to deformation of the distal and proximal wraps. Deformation was evident from the 1st to the 3rd and the 8th to the 12th distal stent wraps with struts raised and bunched. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel as the guidewire could not be removed from the device. Image review: image 1; image is of a 5.0mm*12mm des device. Deformation is evident to the stent. The device appears to be loaded on a guidewire. The device appears to be loaded into a guide catheter. Image 2; image is of a stent on a delivery system. The device appears to be loaded on a guidewire. Deformation is evident to the distal and proximal section of the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a pci procedure, an attempt was made to use one 5.0x12 mm resolute onyx rx coronary drug eluting stent to treat a calcified lesion located in the ostial svg to pda. The lesion was pre-dilated using a 4.0x12 mm nc balloon at 20 atms. It was reported that difficulty was encountered when advancing the stent. Fluoroscopy showed stent deformation occurred and the stent was removed intact. Patient status post-procedure is alive with no injury.